Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision - bi-lateral. Asr xl system (right), incorrect see below. Reason(s) for revision: alval / soft tissue reaction, incorrect see below. This dint is for the right hip revision. For the left hip revision please see (B)(4). Update received 23rd september 2014. Surgery date amended. Surgeon forename added. Update received 31st october 2014. Hip side and implant date: (B)(6) 2014 amended. Correct hip side is left. Update - added additional reason for revision, amended implant date and revision date. Taken from claimsuite dated 1st nov 2014. Reason(s) for revision: pain. Surgeon confirmation form received 13th november 2014. Alval / soft tissue reaction is not a reason for revision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).